Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was damaged. The reporter stated that as the nurse was hooking up patient, the blue winged cap was removed from tubing and luer lock was found to be stuck. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation still attached to the septum of the viaflo bag. Visual inspection confirmed that the luer lock was stuck. The reported issue was verified. The cause was excess solvent that joined the collar to the body of the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.